Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to complete troubleshooting steps to verify pump serial number, planned to contact mother and disconnected call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.